Manufacturer narrative:
An internal biomérieux investigation was initiated following notification from a customer in israel regarding inaccurate esbl phenotype proposal for escherichia coli while testing two (2) different patient isolates using the vitek® 2 ast-n395 test kit (reference # (B)(4), lot # 1451255104). The customer strains were no longer available to be submitted for the investigation. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No investigational testing is possible. Vitek® 2 ast-n395 cards, lot# 1451255104, met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in israel notified biomérieux of obtaining an inaccurate esbl phenotype proposal for escherichia coli while testing a patient isolate using the vitek® 2 ast-n395 test kit (reference # 423491, lot # 1451255104). Summary: e. Coli, # 32070723601, ast-n395, lot 1451255104. Initial: cz=8, r (therapeutic correction (tc), s->r) / cxm=16, r (therapeutic correction (tc), I -> r) / cxma=16, r (therapeutic correction (tc), I->r) / esbl (ctx-m like) phenotype proposed repeat: not performed. Expected: cz=8, s / cxm=16, I / cxma=16, I / esbl=negative. *it should be noted, advanced expert system¿ (aes) also proposed acquired pase+case (ampc) and cephalosporinase (ampc), however aes applies tc to the most resistant phenotype (esbl). Alternate testing results: esbl testing: negative. This indicates that advanced expert system¿ (aes) proposed an inaccurate phenotype which resulted in false resistance due to the therapeutic corrections (tc) applied. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.